Manufacturer narrative:
Patient demographics provided.

Manufacturer narrative:
No findings are possible as reported instrument was not returned to or tested by the manufacturer. Instrument replacement was sent to the site and no further issues have been reported.

Event description:
A medtronic representative reported that following a spinal fusion procedure, it was discovered that the 5.5 cannulated tap had a chip missing out of the edge of the cannula. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.